Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with cracks in the light shield. The actual device was not returned for evaluation. Photographic evidence along with the manufacturing lot number were provided for review. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. Upon review of the photos provided, it was noted that the customer was using the wrong light adapter for the specified surgical light. Therefore, the cause of error was attributed to customer misuse. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a light shield was discovered with a crack in the product found by the end user. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as (B)(4).